Event description:
The home healthcare company reported that the "vent reset several times while one patient, was operating from external battery at the time of the event". No allegation of patient harm.